Manufacturer narrative:
Waveforms and graphs from the mda were analyzed by biomerieux customer service. The mda waveforms supported the prolonged clot time results. Waveforms were not available for the mtx. An investigation has been initiated for this incident.

Event description:
The mtx and mda instruments are automated coagulation instruments. A prothrombin time (pt) test was run on both instruments. The mda reported a prolonged pt result. The mda reported a clot time of 11.2 seconds. The technician repeated the test on the mda the following day and reproduced the same prolonged pt result as the day before. However, the technician reported the mtx result to the physician. The same patient was redrawn a week later and the mda results were again prolonged and the mtx result was 15 seconds. The sample was sent out to another facility for testing and the result was also a prolonged pt time. Patient treatment was not affefcted by the inconsistent mtx results. Also all waveforms from the mda instrument supported a prolonged pt result.